Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) passed away. His wife expressed concern that the patient contracted a pseudomonas bacteria during the implant procedure. He was admitted to the hospital four days post implant in respiratory failure due to pneumonia and was subsequently intubated. The patient recovered and returned home. He was hospitalized frequently over the next 2 1/2 years and during the last hospitalization, suffered a respiratory arrest was intubed and a few weeks later suffered a cardiac arrest. The wife alleged that the device did not properly treat the patient. The patient was removed from life support a few days following the arrest and passed away.